Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version #: 1.0.3, product ID: 9736355, version #: 2.0.3,: h3) the manufacturer representative went to the site to test the navigation system. It was reported by the site that there was a random inaccuracy. The site decided not to use the equipment in many surgeries. The issue was coming from a deviation of a suction instrument it was bent. The system was up and running. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an inaccuracy with the system. Although the planned maintenance (pm) passed, the site stated that there were random inaccuracies. The site decided not to use the equipment in "many" surgeries. The surgery was cancelled. There was no reported impact on the patient. Additional information was received. It was reported that the amount of inaccuracy was more than 8mm. Additional information was received stating that the reported issue was observed on january 23. After a lot of registration attempts, the inaccuracy was always higher than 8mm. This was occurring on all of the instruments.